Event description:
The customer called for help with his contour meter. He alleged that he performed a control test and received a result of 41 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The customer ended the call before any additional info could be obtained. No product will be returned.

Manufacturer narrative:
The customer ended the call before his personal info or product info could be obtained. It's not possible to determine the manufacture date or 510k number without the product info.